Event description:
The facility reported a colleague infusion pump with an error of 559:320:844:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred in the intensive care unit. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with an error of 559:320:844:0000 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a faulty open keypad on channel b. The pump head module on channel b was replaced to correct this condition. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated.